Event description:
The customer reported via phone call that they had been experiencing high blood glucose levels. The customer also reported that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump unable to prime during prime/a33 test due to faulty fsr (gold). Pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. Motor passed motor test. Unable to verify no delivery alarm due to prime anomaly. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube.